Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. It was noted that the distal conductor was over-rotated, there was blood on the distal electrode, and the lead was damaged at implant. The analyst noted that the lead was returned with the distal conductor distorted within the connector. The distal conductor has been over-rotated. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times. This prevents proper torque transfer when turning the is-1 pin.

Event description:
It was reported that when the lead was placed during the implant procedure the helix of the lead would not move. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.